Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked battery tube window.

Event description:
The customer's wife reported via phone call that the insulin pump had a low battery alert followed by a button error alarm. Customer's wife reported that the customer was wearing the insulin pump while working in the yard. Blood glucose level at the time of the incident was 134 mg/dl. The customer's wife was advised that the insulin pump would be replaced and agreed to return the device for analysis.